Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use and the vascular procedure was completed as planned. A philips remote service engineer (rse) inspected the system remotely with the customer and confirmed that the wired foot switch was randomly not responding to shoot commands. Upon troubleshooting, it was found that the issue was with the cable on the wired footswitch which was replaced and returned to philips for further analysis. The failure part analysis confirmed that during visual inspection, all four anti-slips were missing from the footswitch assembly, and footswitch cable was damaged. To resolve the issue, the philips field service engineer (fse) replaced the wired footswitch, and the device was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Since the reported issue was intermittent with the wired foot pedal and the procedure was completed using the same system, therefore this complaint has been re-evaluated as not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's wired footswitch was intermittently not triggering x-rays, which can impact imaging. The device was in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.